Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. The customer stated their high blood glucose was caused by the insulin pump. Customer stated switching to another insulin pump resolved their high blood glucose. It was also found the customer had a battery out limit alarm on their insulin pump. Customer was advised this was normal insulin pump behavior. No additional information provided.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).